Event description:
The customer reported that the system would intermittently produce fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reseated the connectors and adjusted the camera power supply. The system was tested and found to be working as intended and put back in service.